Manufacturer narrative:
510k: this report is for an unknown sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the screwdrivers were hard to remove when interacting with the synapse holding sleeve and symphony retention sleeve. This was due to the rolled edge burr at annular grooves that mate with ball bearings and the respective sleeve. There was also excess tightening of the sleeves to the screws. It is unknown if there was a surgical delay reported. The procedure and patient outcome were unknown. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unk., mono/polyaxial collars/sleeves/heads: synapse this is report 2 of 2 for (B)(4).